Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-05974 - device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that the patient experienced issues with 4 infusion sets, all of which had bent cannulas. The event dates for these issues were 25-oct-2023. The patient noticed symptoms 3 or more hours after insertion for all sets. The infusion sets were in use for 4-5 hours and were inserted in the abdomen. The patient regularly rotated the site location, and the site area was not impacted. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient's blood glucose level at the time of the issue was between 350-400 mg/dl. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.